Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's implant didn't seem to be working right. They did not have much control at all over their bladder, since (B)(6) 2016, and they had already increased the stimulation. It was noted that they changed programs two or three years ago and it helped a lot. It was found that the therapy was not on. A fall was reported to have happened in (B)(6) 2017, which could have been related to the issue. They increased the stimulation from 1.8 v to 1.9 v on the day prior to the report and it was still not helping. They didn't have access to additional programs. They were going to increase the stimulation some more and, if that doesn't help, they would contact a healthcare professional (hcp).

Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v871805, product type: lead.

Event description:
Additional information was received from the patient. It was reported that the patient met with their doctor on (B)(6) 2017. The patient reported that they had a test and that it found a uti and that they were given antibiotics to treat it. The patient was waiting for an appointment to replace the implant. The patient reported that the battery was low and that the fall in (B)(6) caused one of the leads to come loose.